Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and found the issue was confirmed via system logs. No related issues were found on visual inspection, but error c-34 occurred during testing. The unit will be sent to the original equipment manufacturer for further investigation. The probable root cause in this case is attributed to the faulty component of the erbe generator. This error indicates the internal timeout. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report multiple errors on the erbe generator, specifically error codes m-11, c-34, and m-18. Before reaching out, site had rebooted the erbe and replaced all energy cables, but the errors persisted. The tse inquired about potential magnetic interference near the erbe, which site confirmed was not present. The tse also suggested unplugging the external foot pedals, but this did not resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.